Event description:
It was initially reported that the patient had previously had the ins (implantable neurostimulator) implanted and was not sure if all components of this system had been removed. Device registration records showed the extension was still implanted from the ins system. It was also reported that during a battery revision, the health care professional removed the lead and fragments were left behind. It was later reported on (B)(6) 2013 that the doctor noted there were still lead fragments at the sacral plate. It was a small wire fragment. They left it in because it was small and posed no harm or danger to the patient. Trying to remove it would have been damaging. The lead was revised because it was fractured. The manufacturer advised it was not safe to have an MRI. The patient had a CT instead. This scan was not device related. It was to address headaches the patient was having.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_ext, product type extension; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).